Manufacturer narrative:
Event date: (B)(6) 2018. Date of report:20sep2018. Philips fse (field service engineer) confirmed the blank screen. Fse replaced vga pcb (video graphics array printed circuit board), tested. Unit passed all performance tests and is ready to be returned to clinical use.

Event description:
The customer reported a blank screen. There was no patient or user harm reported. The event date was not specified; estimate used.